Event description:
It was reported that the subject device glitched and short out during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, cuts in light guide cable, cracks on side of video connector, and image out of field view. A definitive root cause for these reportable malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device glitched and short out during reprocessing. There was no patient involvement.